Event description:
It was reported that during a lap. Hysterectomy the generator was not sealing properly. There was excessive bleeding although the rep did not know how much. The patient received extra units of blood during surgery. The bleeding was controlled by use of an esu and the case was then completed using an older enseal generator and the same device. Additional information: surgeon believes tht the generator is less hemostatic than the rf60 generator. The gyn surgeons continue to use the same generator without complaint. It is the hospital's policy to give blood products with a minimal blood loss of 200ccs.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested.

Manufacturer narrative:
(B)(4). Manufacturing date is october, 2011. Product received with minor cosmetic issues. Per service manual operational and diagnostic analysis does not confirm reported complaint. The service engineer was contacted with the results of the testing. The service engineer concluded that the unit was functioning normally. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This unit was determined to be an out of box failure per the exception form and will not return to the customer. Placing unit in long term hold. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.